Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple, low blood glucose (bg) levels ranging from the 40's (mg/dl) to the low 50's (mg/dl). To treat the low bg's, customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 48 mg/dl was observed in the pump logs at night (B)(6) 2018 and a low bg of 55 mg/dl was observed in the pump logs on (B)(6) 2018. Continuous glucose monitor (cgm) was stopped around 1pm on (B)(6) 2018 and was not restarted until (B)(6) 2018. There were no erratic basal rate adjustments or bolus requests. Not restarting cgm session prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the insulin pump experienced a malfunction or failure.